Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil inadvertently detached when pulling it back into the catheter from the vessel. The coil remained in the patient, but it was unknown if it was implanted at the intended location. No additional medical or surgical intervention was required. The coil had been repositioned, and no detachment attempts were made. The patient was undergoing treatment for a splenic artery aneurysm.